Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Upon follow up, the high voltage lead impedance was noted to be high and out of range. No further action has been yet taken and the patient is in stable condition and will be monitored.